Event description:
It was reported that during a laparoscopic appendectomy, they used two devices during the case that misfired; jammed and the staples fell into the body cavity. They removed the staples with graspers. There was no other information from the account at this time. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Nurse educator of surgical services verified with the surgeon it was a partial fire with the staple and cut line to the center of the firing sequence of the stapler. First device was the third firing and the second device with the second firing. Staples were malformd in an m shape.